Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 225cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast prosthesis utilizing ultrasonography imaging. As a result, the patient underwent removal and replacement with a 250cc mentor memorygel breast implant on (B)(6) 2021.

Manufacturer narrative:
On january 17, 2022, the mentor analysis lab received the medical device for evaluation. A visual evaluation was completed on (B)(6) 2022 utilizing a photo. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured inside of a plastic bag. An evaluation was completed on february 04, 2022 utilizing the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received incomplete. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).